Event description:
It was reported from (B)(6) that during a crani surgical procedure, the motor device would "not lock the cutters". The planned surgical procedure was completed without delay as an identical spare device was available for use. There was patient involvement reported. However, there were no injuries; no medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, an updated report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed and it was observed that the device was unable to hold a cutter. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.